Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was xx mg/dl.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: it was confirmed that the pump touch screen was unresponsive. Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. B5, h6 (remove: 1503, 67). B5, h6 (remove: 1503, 67).

Event description:
It was reported that the pump fell into a pool and subsequently stopped working. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.